Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in bed connected to the power module and when the patient turned to switch off the alarm clock, audible and visible low speed operation and low flow alarms suddenly appeared. The patient checked the system controller, and after a few seconds pump function restarted well. The patient switched to batteries and contacted the hospital. The patient was instructed to connect to the power module. After a few seconds, the same alarms appeared. The patient went back on battery power and no further alarms appeared until later that night when the patient connected to the power module and a low speed operation alarm occurred. The patient was reportedly asymptomatic during the events. No alarms occurred when the patient remained connected to batteries. On an unspecified date, the patient was admitted to the hospital. An x-ray of the driveline reportedly looked normal. The patient was scheduled for a driveline evaluation in (B)(6). No additional information was provided.

Manufacturer narrative:
Additional information: the device remains in use supporting the patient and was not available for evaluation. However, the reported low speed operation and low flow alarms coinciding with pump stoppages were confirmed through an evaluation of the submitted system controller log file. Based on the manufacturer¿s past experience and similar reports events, the captured alarms that occurred while the system was connected to the power module could be indicative of driveline damage. X-ray images of the internal and external portions of the driveline were inconclusive for any areas of potential wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer's technical services team evaluated the patient's driveline and was unable to reproduce the reported alarms with manipulation and upper torso movements while the system controller was connected to the power module. A non-grounded patient cable was issued to the patient due to suspected driveline damage. No further plans for intervention were reported.